Manufacturer narrative:
The device was returned for analysis. The retraction problem and the failure to fire were not confirmed. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the difficulties cannot be determined. The subsequent treatment is related to the circumstances of the procedure. In this case, despite the 45° angle of the device, there may have been anatomical conditions that placed additional bend in the device to cause the misalignment; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a fenestrated endovascular aortic aneurysm repair (fevar) procedure. Reportedly, despite the 45° position, the needles of the first prostar xl device could not be pulled into the guide channel or out of the system. Needle backdown was performed twice to finally retract the system. The sutures of a second prostar xl device were successfully pre-placed. The fevar procedure was completed. When closing the artery, the vessel broke because it could not hold the sutures. The physician stated that this was not the device¿s fault. Hemostasis of the large-bore artery was achieved surgically. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.